Event description:
The clinician reports the implant was inserted (b(6) 2023 in ada 23. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and immediate extraction site. On (b(6) 2024, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding. No further patient complications were reported.